Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization treatment the coil was reported to be difficult to position. As the coil was withdrawn, it stretched from the aneurysm to the microcatheter. The microcatheter and coil system were removed as a system. The implant coil detached from the delivery pusher. Both segments of the device were removed. No intervention or harm was reported.

Manufacturer narrative:
The investigation of the returned coil system found the implant had been separated from the pusher with no signs of activation using a detachment controller. The pusher was also found to be damaged with lead wire separation. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The monofilament profile indicates the implant separated due to tensile (i.e. Retraction) force that exceeded the strength of the monofilament.